Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they replaced the viewing station of the imaging system computer to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
The suspect hand-switch was returned to the manufacturer for analysis. The hand-switch was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The suspect computer for the imaging system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(6). A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative reported that when attempting to replace the cpu for the viewing station of the imaging system, that they experienced issues with the replacement computer having a damaged connector. While on site, the representative replaced the hand-switch for the imaging system, but due to normal wear and tear and a non-reportable event. A new replacement computer was shipped to the representative and the replacement was performed on (B)(6) 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect computer has not been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that, after completing a 3d spin, the viewing station of the imaging system monitor went black. All other lights on the viewing station of the imaging system were illuminated including the line power light. The medtronic representative restarted the viewing station, which resolved the reported issue. The site took a second image and were able to proceed with the procedure. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.